Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead. The patient reported to the emergency department and interrogation revealed two episodes of noise on the lead. High short interval counts (sic) were also indicated. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst indicated that sic counts went up to 898 in three days, averaging 319 sic per day. Evidence of oversensing was noted during non-sustained ventricular tachycardia and high rate non-sustained episodes on (B)(6) 2015. Analysis of the device memory also indicated the right ventricular lead integrity alert was triggered. The analyst commented that integrity alert warning was for increased sic count and two or more high rate non-sustained episodes less than 220 ms on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).